Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a patient using the ilet pump for less than one week experienced hypoglycemia, with a blood glucose of 60 mg/dl, following an apparent overcorrection after a high post¿meal announcement; troubleshooting and education were provided, including discussion of potential target adjustments to be addressed with the clinician. Symptoms included hypoglycemia. Outcomes included recovery to in-range glucose by the end of the call without hospitalization. Investigation included customer interview and troubleshooting with education on use and glucose treatment. Investigation of this case revealed no device malfunction reported and a probable therapy-related overcorrection as the likely contributor while the system adapts. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.